Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged quick bolus button issue could not be verified while based on the analysis, the alleged usb port issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.